Event description:
A customer reported that the plpul2020, ultra surgical smoke evacuation pencil device was used in a breast augmentation procedure on (B)(6) 2025, and ¿when the user attempted to remove the electrode tip, the internal metal component that secures the tip broke off. Additionally, when the user attempted to turn the camlock, the tubing detached and fell onto the patient. The detached component was immediately removed, and the patient was not harmed¿. The procedure was completed with the use of an alternate same device and a delay of ¿approximately 2 minutes while a new plumepen was retrieved¿. Further assessment found the internal metal component "remained inside the device"; however, "the telescoping component and tip fell onto the surface of the patient's surgical site. The surgeon used his gloved hand to retrieve since it was easily accessible.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of nine reports, regarding nine devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor per regulatory requirements to help ensure patient safety.